Event description:
Patient previously underwent an attempted right base joint arthrodesis. Pt was followed with post-op films and noted to have a nonunion of the base joint arthrodesis and subsequently noted to have failure of the hardware used for that procedure. Infection work up was negative. The indication for removal of hardware and revision arthrodesis was completed. Medartis locked plate was uneventfully removed. One screw along the proximal dorsal aspect within the trapezium had penetrated through the dorsal aspect of the plate and was no longer fixed within the plate. The screw was also removed uneventfully. The pt was uneventfully converted to a ligament reconstruction tendon interposition with trapeziectomy.